Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient reportedly resumed device use. This is the final report.

Event description:
The recipient reportedly experienced electrode migration. On (B)(6) 2020, the recipient underwent repositioning surgery.